Event description:
The hcp changed the stylet of a lead that had been introduced into the pt through the needle. The new stylet passed through the electrode and dura into the intrathecal space. Cerebrospinal fluid leaked out of the needle. The cerebrospinal fluid leakage was closed. The electrode was replaced without difficulty. The epidural space puncture was 'one floor up.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).